Event description:
It was reported that the pump was alarming due to a motor stall. As the stall had not recovered, the pump was explanted and replaced. The reporter did not know if the patient had presented with underdose symptoms. The device had been delivering compounded baclofen. Six days later, it was reported that multiple motor stalls and recoveries had occurred over a two day period.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found corrosion across the insulation of the m1 feed-thru. There was also significant resistance when manually trying to turn gear three when isolated from the rest of the gear-train. There was significant residue on gear three¿s o-ring located on the top bridge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.